Event description:
During an ercp procedure, the physician used a wilson-cook tracer metro wire guide and an olympus ercp catheter to cannulate the pancreatic duct. When the physician removed the wire guide from the duct, a portion of the outer coating separated from the device, detached and remained inside of the pt's pancreatic duct. The physician tried unsuccessfully to retrieve the wire guide coating. An injury to the pt was not reported.